Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smart assist system for use during cardiogenic shock section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 38-year-old female patient of unknown ethnicity with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that there were no doplerable pulses in the left foot found. Fem-fem bypass was inserted with adequate distal limb perfusion. It was further reported that the physician stated that the impella cp was difficult to maintain proper position. While escalating to central venous-arterial extra-corporeal membrane oxygenation, the impella cp inlet was observed to be above the aortic valve. The physician suspected the impella cp showered a clot from an unknown origin resulting in an embolic stroke. A clot was found on exterior of impella cp upon explant.

Manufacturer narrative:
The investigation for limb ischemia, stroke, thrombus, and positioning issues has been completed. The product was not returned for investigation. Data logs were returned and multiple position alarms were noticed. Patient also had a severe mitral regurgitation. Therefore, per clinical information and data log review, the root cause of the positioning issue was patient condition related to diseased valve. Without additional clinical details, the root cause of the limb ischemia, thrombus, and stroke could not be determined. Added concomitant medical products f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.